Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and a system error 2367, which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) explained the message to the home patient (hp) and informed him to start over using new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.